Event description:
It was reported that the capture threshold on the right ventricular (rv) lead went up considerably after the patient's dialysis. There was also t-wave oversensing (twos) noted. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).